Event description:
It was reported that there was high impedance and threshold issues on the right ventricular lead. The lead was capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary (B)(4): the proximal segment of the lead was returned and analyzed and no anomalies were found. However, all conductors had blood/body fluid (not obstructed). The outer insulation had a cosmetic depression.